Event description:
An article published in international urology and nephrology reported the results of study comparing standard photoselective vaporatization of the prostate (pvp) to anatomical pvp and enucleation of the prostate all using greenlight laser to treat benign prostatic hyperplasia. 367 men were treated between july 2012 and november 2015, 139 by pvp, 193 by anatomical pvp and 35 enucleation. The following early complications were reported 11 cases of fever greater than 38c, 11 cases of fever less than 38c, 26 cases of urinary retention, 48 cases of burning urination, 41 cases of frequency, 47 cases of de novo urge, 22 cases of de novo urge incontinence, 9 cases of stress incontinence and 4 cases of capsular perforation. In addition, the following late complications were reported 13 cases of urethral stenosis, 3 cases of bladder neck contracture, 3 cases of prostatic fossa sclerosis and 8 cases of stress incontinence. There is insufficient information to determine the number of patients impacted by the reported complications or the procedural technique associated with the complications.